Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A pocket erosion due to the device was noted. The physician suspected a pocket infection and the device, right ventricular (rv) lead, and the atrial lead were all explanted but not replaced. The patient was stable with no adverse consequences. Related manufacturer report numbers: 2017865-2018-10695 and 2017865-2018-10696.